Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the video processor (vp) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, user informed the technical support engineer (tse) that they encountered a non-recoverable error related to the video processor (vp) while the system was in use. Initial troubleshooting involved powering off the system, checking power connections between the video processor, endoscopic camera, and core, and moving the fiber connection to a different port on the core. Despite these efforts and performing a full system hard power cycle, the system continued to fault with errors pointing to the vp. Multiple hard power cycles were attempted, but the vp message persisted, and the fault returned. The user converted to laparoscopic surgery to continue with the procedure as planned. No known impact or patient consequence was reported. A procedure delay was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The video processor (vp) was analyzed and found to in system logs, error 41014 was found indicating the fault, confirming the failure occurred in the field. Visual inspection, filter is dirty. The vp was installed onto the golden system where the component functioned as expected. The golden system was set to run 10 power cycles and sitting idle for one hour. Once testing was completed, the system error logs was inspected, but no error could be identified. The complaint regarding error 41014 was confirmed by failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results.

Event description:
Refer to h11 for follow-up information.